Event description:
It was reported that there was a malfunction on the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer received instructions from technical support on how to reset the pump, and after doing so, the malfunction code did not reappear. The customer was advised they could continue using the pump and to contact support again if the issue recurred.